Event description:
The (B)(4) sent an e-mail to (B)(6) stating the push handle looked old and worn and it snapped. (B)(6) states per the e-mail from (B)(6) the model number was given but no serial number.